Manufacturer narrative:
On (B)(6) 2016 it was prepared a final report with the information already submitted in the initial report. On (B)(6) 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On (B)(6) 2016 the medical affairs director performed a clinical evaluation and commented as follows: this reoperation without explantation in a tha after two months was done because of reported pain and suspected infection. The intraoperative fluoroscopy shows signs of adverse reaction in the acetabular reason, therefore infection should be suspected. There is no reason to believe that the cause for this problem could be device related. Batch review performed on 19 may 2016. Lot 154845: (B)(4) items manufactured and released on 26 november 2015. Expiration date: 2020-11-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 28 size m 0, code 01.29.202, lot. 152605 (k112115). (B)(4) items manufactured and released on 09 december 2015. Expiration date: 2020-11-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On (B)(6) 2016 it was communicated that the pathogen was staphylococcus lugdunensis.

Event description:
The patient came in complaining of pain. Cultures were taken. The surgeon washed out the hip and revised the head and liner. The surgery was completed successfully. X-rays are available. Explants are not available.